Event description:
Patient got up to go to the bathroom and unplugged IV pump. When they returned from the bathroom the IV pump was beeping loudly and had zeroed out the cc/hr and amount infused. Patient receiving chemotherapy via port-a-cath. Patient received 200cc of infusion. Restarted IV on a new pump. IV pump taken out of service and biomedical engineering notified.